Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following cataract extraction with intraocular lens (iol) implant procedure, the patient experienced a hyperopic shift and focal length distortion. The iol was exchanged in a secondary procedure for the same model iol, but a 1d difference in power. Additional information was provided that the patient is improving.

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. The lens was cut in half which is typical of being explanted from the eye. One haptic is broken from the gusset area (not returned). Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The manufacturer internal reference number is: (B)(4).